Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the set-up joint (suj) associated with this complaint and completed investigations. The proximal suj was returned for failure analysis for error 23103. The proximal suj was tested on a patient side cart fixture test platform (pftp) and it failed the horizontal encoder test; all other tests passed. The error was replicated in-house and confirmed in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced set-up joint (suj) to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the suj returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, universal surgical manipulator (usm) 1 stopped working. The procedure was completed with three-usm system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system functionality was checked upon powering on the system and the system initially power on without errors. The procedure was continued with 3 usms and the isi field service engineer repaired the usm.